Manufacturer narrative:
(B)(4). Batch # unk. Unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before a procedure the barcode label was not attached on the package. It was found before the device was delivered to the customer. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 8/12/2022 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned product. Visual analysis of the returned sample determined that one er320 device was received sterile. Upon visual inspection it was noted the artwork without a sticker or label. The artwork print on the tyvek was reviewed and compared with our system and no anomalies could be observed, artwork print complies with j&j standard. The label missing is not part of the artwork of j&j. It should be noted that product failure is multifactorial. The condition of the missing label on the tyvek package is indicative of a bad handling or storage issues which occurred outside of ees control. All ees product is 100% inspected prior to release. This product issue will be addressed through ethicon endo surgery¿s quality system.